Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited system on-site and confirmed that the system was not turning on. The review of system log files showed ups failure. Upon troubleshooting, the fse found that the component on the ny1 (ups power control board) board had melted, and there was soot on it. To resolve the issue, the fse replaced the pdu fan tray and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.